Event description:
It was reported that the pump touchscreen was scratched and difficult to read. There was no reported adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and no additional information was provided.